Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by running the rack rotation test. Fse found x2 was stuck in place with a tip; tips had been dropped and some were inside the instrument. Fse freed x2 and verified its functionality with the rack rotation test. Fse removed the rest of the tips from inside the instrument, performed quality control run successfully without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4183] s. Loader-x2 home overrun. Cause: the home sensor s073, which is not supposed to be activated after the sample loader x2-axis moves, was activated. Action: remove the impediment or other cause of the error. Check s073 and also check to see the cause of slipping, and so on, that occurs when pm071 moves to the limit side. [2323] unscheduled rack return-start. Cause: when the return (x2) feed mechanism was being returned to the home position, the x2 starting point rack detection sensor s079 detected a rack, preventing the return (x2) feed mechanism from being returned to the home position. Action: remove the rack at the return feed starting point. Alternatively, check s077. The most probable cause of the reported event was due to tips stuck in the sample loader.

Event description:
A customer reported getting error messages "4183 s. Loader-x2 home overrun" and "2323 unscheduled rack return-start" on the aia-900 analyzer. The customer states errors occur on every rack and aborts run after it samples. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.